Manufacturer narrative:
The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted.

Event description:
Philips received a complaint by the customer on the v60 indicating that the error code 1208 oxygen not available alarm and error code 120a high o2 pressure alarm were confirmed within the event log. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer contacted carrot medical for troubleshooting. It was confirmed that the wall air is coming into the device, at times too high of a pressure which causes the device failure. The facility was informed that they must regulate o2 pressure better. The device passed required performance verification tests per philips standards. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.